Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to an infection with endocarditis. At this time, the patient's ejection fraction was normalized and the plan was to not reimplant. No additional adverse patient effects were reported. The ra lead was explanted.